Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The device was not returned for evaluation as the stent remains in patient. The reported patient effect of death, is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is listed as unknown because the part and lot #s were not provided. The additional patient effect (serious injury) listed is being filed under a separate medwatch report number. The other two xience devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported through a research article identifying xience prime, xience xpedition, and xience alpine that may be related to death and serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled everolimus-eluting biodegradable polymer versus everolimus-eluting durable polymer stent for coronary revascularization in routine clinical practice.